Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 400mg/dl. Troubleshooting was performed. The time, date, and basal rates were correct. Reviewed the alarm history and found no delivery alarms. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.